Manufacturer narrative:
On 16-dec-2024, the product investigation was completed as the complaint device had been discarded by the medical team. D4 primary UDI number has been updated to (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31411479l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2025, bwi received additional information regarding the event. Patient experienced aphasia with negative CT. "Brain scan findings negative". It was reported not to be varipulse related. Considering the patient's medical history and the presence of a pfo (patent foramen ovale) --which is currently under medical investigations--the surgeon considered the complication to be related to the procedure but not necessarily catheter or technology used. On 18-feb-2025, bwi received further information. Ablation locations: paf (paroxysmal atrial fibrillation) + rf cti (cavotricuspid isthmus). Number of pfa (pulse field ablation) applications: 66. Number of pfa ablations: 28. Number of rf (radiofrequency) ablations: 16. The total number of ablation is 19. Amount of stacking "4/28 (8 applications). 2 incompletes + 2 complete". There were pre-ablation thrombus checks. The medical team reported that they deliver 4 applications for each vein and after they need another application for 3 of the 4 of the veins have a complete isolation. They only isolated the pulmonary veins and didn't deliver pfa outside. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf uni-directional navigation catheter and varipulse¿ catheter and the patient experienced transient ischemic attack. On (B)(6) 2024, an atrial fibrillation procedure was performed with varipulse pfa (pulse field ablation) catheter in a patient with paroxysmal atrial fibrillation and atrial flutter under general anesthesia. At the beginning of the procedure the patient is in sinus rhythm, so tee (transesophageal echocardiogram) wasn¿t performed. Inserting a guidewire directly in the left atrium, they noted the presence of a pfo (patent foramen ovale). Vizigo sheet is inserted in la (left atrium) on the guidewire and the medical team completed the procedure with the isolation of all the pulmonary veins with the varipulse catheter and with the block of the cavotricuspid isthmus (with stsf ablation catheter). During the procedure, it was tricky maneuvering varipulse and vizigo through the septum, because of the pfo seemed quite large (two times the medical team experienced getting trapped into the septum with the varipulse). After one hour at the end of the procedure, the patient referred difficulty speaking and inability to repeat and read simply words. An cerebral computed tomography (CT) scan was immediately performed and it didn¿t show the presence of any ischemia; the CT scan was repeated after 24 hours with the same results. The symptom faded until being resolved in 24 hours. Furthermore, the patient told the cardiologist that he had already experienced that symptom in recent years. Considering the patient's medical history and the presence of a pfo (currently under medical investigations), the surgeon considered the complication related to the procedure but not necessarily catheter or technology related. During the procedure the act (activated clotting time) was always over 350.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).